Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion occlusion issue was indicated at infusion site and patient faces symptoms within 3 or more hours after insertion and site of insertion is upper arm. No further information available.